Event description:
The pt slipped and was on floor. When sling was placed under pt, the lift was brought up to what seemed full height. The bed was lowered to its lowest position and when bed is lowered, it blocked castors from getting under the bed. After trying to get the bed raised enough to get the castor under, the pt sagging would not allow transfer to bed. The staff then turned the lift sideways and tried to swing the pt onto the bed. The lift then tipped over on its side. Pt was not injured. MFR# 9611530-2013-00149.